Event description:
During a cerebral aneurysm coiling embolization procedure, a stryker neuro target coil unraveled midway through deployment in the aneurysm. The neuro-interventionalist tried to remove the defective coil using multiple devices. After several unsuccessful attempts to remove the unraveled coil without disrupting the partially deployed coil within the aneurysm, the choice was made to deploy a stent to secure the "tail" against the wall of the native vessel. FDA safety report ID # (B)(4).